Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks h3 & h6: at the customer site, a field service engineer replaced the hemo cable. All components were verified and working as intended; system returned for use. The hemo cable was not returned for evaluation; however, the system was in working order after part replacement. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a coronary procedure. During use, there was no signal from the system and was unable to be resolved. The procedure could not be completed and had to be rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.